Event description:
It was reported that the pump battery could not be charged. At the time of report, issue was not occurring. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to leave the pump plugged in for 30 minutes if the issue occurred again, and no further assistance was requested from technical support at the time.